Event description:
Boston scientific received information that this patient, implanted with this teligen implantable cardioverter defibrillator (ICD) was in storage mode. The local area sales representative called technical services inquiring why there were no electrograms available. Technical services discussed that no electrograms are available in storage mode with this model device and confirmed this is normal operation. No patient or product identifer information was provided, however no adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information have been made. Should additional information become available, this report will be updated.